Event description:
A customer reported repeatedly false negative results for hepatitis b surface antigen (hbsag) for one patient's samples. Positive results were obtained using other manufacturer's assays. A false negative hbsag result could present a risk to public health. There was no report of patient harm as a result of this event.